Manufacturer narrative:
This report is submitted on june 6, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla) on (B)(6) 2019; however, the clinician did not follow the manufacturer's instructions for use of MRI. The patient underwent revision surgery to place the magnet back into the correct position. The implanted device remains.